Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported positioning failure associated with leaflet capture appears to be related to patient conditions (friable and calcified leaflet). Unspecified tissue injury appears to be due to a combination of patient conditions (friable leaflets) and procedural conditions associated with positioning failure (capture issues). Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) with grade of 4, calcified and friable leaflets. First clip (xtw) was implanted a2/p2 lateral, reducing mr to grade 2-3. It was decided to implant an nt clip due to residual mr. Due to friable and calcified leaflet, the posterior leaflet kept slipping out. During the grasping attempts, it was noted that the posterior leaflet was tearing, and a new flail was observed. It was decided to remove the nt clip and abort the procedure. The final mr grade was at 3-4. There was no clinically significant delay during the procedure.